Event description:
During the placement of the permanent pacemaker ventricular lead the circulating nurse noted that the left silhouette border did not seem to be moving under fluoro. She immediately took stat vitals which were within normal parameters. Continuing to be concerned she repeated the vitals within 2-3 minutes and the vitals were again within normal limits. Just thereafter the physician expressed concern about the lack of movement of the heart ordered, vitals were taken for the 3rd time and they were notably decreased. The physician called for a stat echo and attempted to withdraw fluid form the pericardium. The attempt was unsuccessful. The echo did not demonstrate a tamponade. The patient was started on a dopamine drip and the bp came back up to the 100 range. The physician was able to position the leads appropriately and sutured them in place. The pocket was sewn. It should be noted that although some manipulation was necessary to place the leads it did not appear to be excessive. The technique was very gentle. Due to the patient's continued decreased vital signs and some complaint of generalized chest pain the physician ordered a stat cat scan on the chest/heart. The result of the CT showed a very small amount of effusion. The patient was still unstable and a surgeon was consulted. It was decided to take the patient to the or immediately. Upon entering the chest it was noted that the patient had experienced perforation of the right ventricle. Repair of the cardiac perforation was performed and the patient was taken to cv recovery.